Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a catheter detachment occurred. The lesion was located in the common bile duct (cbd). The extractor rx 9 mm x 12 mm retrieval balloon was advanced to the lesion, however, upon attempting to retrieve stones approx 1.5 cm of the delivery catheter "snapped off" inside the cbd. An unspecified stone retrieval balloon and basket were advanced to retrieve the detached portion of the device but the attempt was unsuccessful. No further attempts were made to retrieve the detached portion and the physician felt that the piece "should pass". The pt's status is reported as "fine".